Event description:
It was reported that the pt experienced increased tone due to a fractured catheter. The pt underwent a catheter revision procedure. Per this reporter, the catheter "fell into intrathecal space." The pt outcome was unk. Pt was receiving 2000 mcg/ml lioresal baclofen at 225 mcg/day.

Manufacturer narrative:
(B)(4).